Event description:
End user reports circumferential redness to his peristomal skin. End user reports his stoma has decreased in size and the stoma opening he is using is now too large for his stoma, so he has skin exposed.

Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. The end user stated that he changes his wafer every three days. The end user stated that he applied an eakin cohesive seal to his peristomal skin today. He cleanses his peristomal skin. He uses (B)(4) no sting protective barrier wipes and (B)(4) protective barrier wipes. End user was instructed on crusting with stomahesive powder and skin protective barrier wipers. He has instructed on cleansing his peristomal skin with water and soap without lotions; moisturizers or creams. End user was instructed if area does not improve or he has any questions to follow-up for additional instructions. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available a follow-up report will be submitted.